Event description:
It was reported that this left ventricular (lv) lead exhibited a pace impedance measurement of greater than 2,000 ohms on one of the vectors, as an alert for out of range impedance was observed. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.